Event description:
It is reported through the pt's attorney, that in 1995, the pt underwent total hip replacement. Post-op, in 2003, x-rays taken revealed that the stem had loosened. As a result, seven weeks later, the pt's hip was revised for loosening where the femoral stem was removed and replaced.